Manufacturer narrative:
Concomitant medical products. Model: dtba1q1, crt-d; (B)(6) 2015; model: 429878, lead; implanted: (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) and a remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. All atrial tachycardia (at)/atrial fibrillation (af) therapies were disabled on the implantable cardioverter defibrillator (ICD) due to an atrial lead position check failed. It was determined that the right atrial (ra) lead displayed occasional p-wave undersensing and far-field oversensing and potential right ventricular (rv) lead oversensing. Follow-up with the field representative revealed there was no position issue with the ra lead. Reprogramming was completed and the device and both leads remain in use. No patient complications have been reported as a result of this event.